Manufacturer narrative:
(B)(4). Batch # n56m1t. The analysis results showed that the tl90 device arrived with no apparent damaged and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the stapler wouldn't staple, the reload jammed and the staples came loose on the tissue. It was not reported how the procedure was completed. It was not reported if there was a consequence to the patient.